Event description:
The customer reported a communications failure. This error will prevent the system from booting to a usable state or result in a system lock up.

Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable and no additional service info was provided.